Event description:
During an in-clinic follow-up, an episode of high defibrillation impedance was observed on the right ventricular (rv) lead. Technical support was contacted and suspected encapsulation. No intervention was performed. The patient was stable and there were no consequences.